Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered pain, urinary problems, bowel problems, abnormal bleeding, pain with sex and recurrence.